Event description:
It was reported that a female who underwent a revision breast augmentation with a mentor memorygel, 500cc on the left side, and unknown mentor gel on the right-side silicone breast implant experienced bilateral silent rupture post procedure. The mammogram examinations diagnosed the issue. As a result, patient underwent bilateral replacements as follow: l/ cat#: smpb-545, sn#: (B)(4), r/ cat#: smpb-545, sn#: (B)(4) on (B)(6) 2022. This report relates to the left prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information received on june 10, 2022 indicated that the patient ethnicity is caucasian, and the age is 40 years old. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on june 27 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 550cc breast implant had a crease/fold on the posterior view. Additionally, a tear was noted within the crease, measuring approximately 7.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).